Event description:
Procedure type: gynecology. According to the reporter: during a routine laparoscopic inspection, the surgeon attempted to insert a 5mm scope into the trocar. The scope met some resistance and the seal became dislodged and was pushed into the pt's abdominal cavity. An optical 5mm trocar seal fell into the cavity. The foreign body was removed and a new trocar was used. Device fragment left in cavity but seal was removed under direct vision. There was no unanticipated tissue loss. There was no bleeding reported in excess of 500cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
Tracking number (B)(4).